Event description:
Health care (hcp) reported the home pt's (hp) transfer set had come loose from the peritoneal dialysis catheter, thus resulting in an effluent leak. The transfer set was 4.5 mos old. The incident occurred on 02/02/2000 while the hp was receiving peritoneal dialysis with the homechoice device. The hcp was notified and an effluent culture was collected. The hp was diagnosed with peritonitis. The hcp attempted to contact the hp for medical intervention but was unsuccessful. The hp came to the center on 02/10/2000 and received a transfer set change and the following antibiotics treatment was initiated: vancomycin 2gm and tobramycin 6mg intraperitoneally. The pt was to continue with tobramycin 18mg daily for 14 days. However, the hp was admitted to the hosp for the peritonitis on 02/11/2000-02/15/2000 (treatment unknown). Following this hospitalization, the hp had additional complications with the function of the peritoneal dialysis catheter. The hcp attempted to improve the catheter flow, without success. As a result of this complication, the hp became fluid overloaded. The hp was hospitalized from 02/22/2000-02/26/2000 for catheter complications. The catheter was removed in 2000 and the pt was transferred to outpatient hemodialysis on 02/29/2000.